Manufacturer narrative:
The instrument has not been returned to isi for failure analysis. Therefore, the root cause of the reported failure cannot be determined. A follow up MDR will be submitted if additional information is received and/or if the instrument is returned. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The broken fragment was retrieved during the same procedure and no harm, adverse outcome or injury was reported. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was not working correctly. The customer attempted to remove the instrument from the robotic arm but would not pass though the cannula. The entire robotic arm was removed from patient and it was noted that clevis was broken and from the clevis distally the instrument was bent. The surgeon straightened the clevis until it would pass through the cannula and removed the instrument. Furthermore, there was a piece noticed inside the patient and was removed. The surrounding area inside the patient was examined for any other pieces and none were found. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. Visual inspection found the instrument tube extension broken at the main tube and tube extension interface. A piece measuring approximately 0.546" x 0.324" broke off and was not returned with the instrument. The known common cause of this failure is due to mishandling/misuse. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the additional information received and the failure analysis results, this MDR report is being retracted. Failure analysis determined that the damage to the instrument was due to mishandling/misuse and not due to a malfunction of the instrument.